Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that one day post-implant, the atrial lead had dislodged. The atrial lead was explanted and replaced. The patient was stable.